Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose was unknown. The customer stated that insulin pump has rejected new batteries, has received no delivery alarm, has received motor errors, light will flash on and off when customer tries to turn, reduced battery life not less than 7 days. The insulin pump will not be returned for analysis.